Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high thresholds and high impedance. It was further reported that the right atrial (ra) lead exhibited high thresholds during the implant procedure. Both leads were removed and replaced. No patient complications have been reported as a result of this event.